Manufacturer narrative:
Final analysis results for the stimulator revealed no significant anomalies. The battery was functionally okay.

Event description:
It was reported that the patient fell ¿a while ago¿ and lost her ¿sweet spot.¿ the patient initially had good therapy but after the fall had a loss of therapeutic effect. The lead had moved and the patient wanted the device explanted. There were no device issues; the device was intact and had normal impedance readings. It was further stated that the patient never felt stimulation in the right area after the fall. The lead ¿appeared¿ to be in the same area. The device was not replaced. There were no patient injuries noted.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.